Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was not enough adhesive in the fixing screw holes of the tip probe. Additionally, the bending angle was found insufficient due to the elongation of the angle wire. The insertion serpentine section had been crushed. The ultrasonic sound line omission was present and the paint on the air/water supply cylinder had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that there was a gap in the adhesive on the distal end of his evis lucera ultrasound gastrovideoscope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.